Event description:
I had a breast augmentation (B)(6) 2018 with ideal implants. On (B)(6), my surgeon informed me that my right implant had deflated due to a mfg issue. Whilst the implants in a block of serial numbers have been pulled from shocks I unfortunately received a faulty implant due to mfg issue with the ideal implant, one that they have admitted to, I am now having to undergo a revision surgery which the warranty will barely cover. FDA safety report ID# (B)(4).